Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not working good per their doctor. The customer¿s blood glucose level was 348 mg/dl at the time of the incident. The customer stated they had been running high and low. Troubleshooting was not completed as the customer decline. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test, self test and all operating current test. No alarm noted during testing.